Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. Based on the lab visual inspection, the reported customer allegation was verified. There was no evidence of damaged pins, but it was noted j3, j5, and j6 had significant amounts of contamination.